Event description:
Caller reported a tandem mobi cartridge alarm during the loading process. Caller confirmed that the issue did not cause blood glucose levels to exceed 500 mg/dl, indicating no adverse impact. Customer was advised by technical support to adopt mdi backup therapy until a replacement pump with updated software arrives. Technical support arranged for the return of the problematic pump and provided necessary instructions for the storage and shipping process.